Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's right knee was revised due to a patella tracking issue. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and/or photographs of the reported event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to a patella tracking issue caused by the patellar tendon having 'popped.' Original plan was to revise the entire knee construct, but surgeon instead decided to revise an 8x13 ts insert to an 8x11 ts insert to create some room in the joint. Rep confirmed that no further information will be released by the hospital or surgeon.